Event description:
Pt had prior left knee total arthroplasty (date of surgery unk). Presented with pain and found to have knee recurvatum and knee instability. Dx - mechanical failure of arthroplasty. On date of event, pt had arthroplasty revision completed with removal/replacement of tibial insert. Per pathology gross examination, device removed was 7.5 x 4.5 x 2.3 cm, white hard, solid plastic with cracking and roughness along one surface and raised and cracked plastic along opposite surface. (B)(4).